Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cardiac injuries. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received new and relevant information on 10/06/2023 alleging cardiac injuries is due to device. In addition, appropriate health effect - clinical code has been added. Section g3, h1 and h6 updated / corrected. Type of reported complaint is serious injury.